Manufacturer narrative:
The pt is a female who was presented to another hospital with acute anterior wall st segment elevation myocardial infarction. They began tenecteplase therapy and a cardiac catheterization was performed that showed two lesions in the left anterior descending coronary artery (lad). Three stents (3.0 x 23mm cypher, 2.75 x 23mm cypher, 2.5 x 12mm unk) were placed in the proximal and mid portion of the lad jailing a medium-sized diagonal branch that had severe ostial stenosis, in which balloon angioplasty was performed at the origin of the diagonal branch and final balloon inflation performed in the lad. The pt was discharged and then presented at another facility with complaints of acute onset of oppressive chest discomfort. The pt was complaint with her clopidogrel therapy until this point. Her electrocardiograph showed extensive anterolateral st segment elevation. Tenecteplase therapy was started, which relieved her symptoms, but there were still persistent st segment elevations. The pt was then transferred to another facility for emergent coronary angiography and possible rescue angioplasty. At the facility, a bilateral selective coronary angiography, percutaneous thrombectomy of the lad, and percutaneous transluminal coronary angioplasty of the lad and diagonal branches using kissing balloon angioplasty was performed. During the procedure, it was found that there was subacute stent thrombosis, bifurcation stenosis in the mid left lad, mild diffuse disease in the ramus intermedius and high grade mid vessel stenosis in the left circumflex. The kissing balloon angioplasty was performed in the lad and diagonal vessels with stable hemodynamics demonstrated throughout the case. Following the procedure, the pt was taken back to the telemetry floor in stable condition. This device is one of two products associated with this event. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The pt had thrombosis a day after receiving two cypher stents.